Event description:
The patient contacted animas on (b)96) 2012, and reported that the audio bolus button was unresponsive. The patient denied damage to the audio bolus button. The patient reportedly wore the pump under a garment, against the body and cleaned it with a damp cloth and mild soap. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the bolus button was found to be intact. The button was tested and was confirmed to be responding appropriately to button presses. No damage or issues were found to the bolus button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.